Manufacturer narrative:
The customer declined ge service. Replacement software was ordered for the customer. No report of patient involvement. Unique identifier: (B)(4).

Event description:
The hospital reported a system malfunction that can prevent mechanical ventilation. There was no report of patient involvement.